Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified posterolateral of the left circumflex (cx) artery. A 16x2.25 promus premier stent was advanced to treat the lesion. However, the device was unable to cross the lesion. When device was removed from the patient and it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was good.